Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system did not recognized the instrument. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of engagement failure to be related to the customer reported complaint. Upon visual inspection, the grip cable at the wrist was found loose. The grip input disk spun free without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the grip cable was found dislodged at the clamping pulley. The grip cable was not broken. The crimp of the grip cable was no longer seated in its slot at the clamping pulley. As a result, the cables at the wrist appeared to be damaged. Failure analysis found the additional failure of a dislodged grip cable at the proximal end to be related to the customer reported complaint. Root cause of dislodged grip cable at the proximal end is attributed to a component failure. Moreover, the housing was removed, and the instrument was found with a broken input shaft where the dislodged grip cable resided. Root cause is attributed to the user. Failure analysis found the additional failure of a broken input shaft to be related to the customer reported complaint. An additional observation not reported was that the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Failure analysis found the additional failure of a dislodged conductor wire to not be related to the customer reported complaint. Root cause of a dislodged conductor wire is a component failure. Furthermore, the instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the additional failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.